Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported three days after implant that the patient presented at the emergency department where it was determined the patient's right ventricular (rv) lead had dislodged as evidenced by high thresholds and loss of capture. The rv lead was explanted and replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.